Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75cm xxl¿ esophageal balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported and the patient's status was fine.